Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never experienced therapeutic effect from their implantable neurostimulator (ins). The patient stated that the therapy never really helped their incontinence. The patient had been working with the manufacturer¿s representative since implant (until they got sick and moved in (B)(6) 2012) and had tried different programs but nothing seemed to be working. The patient stated that they had tried different programs that were available on the programmer but they did not help. In addition, the patient started having shocking pains in their legs for the past 6 weeks. The patient had turned the stimulation off about 6 weeks ago to see if it was related to the device but the pain continued. It was also reported that the patient started having brain issues and had 2 brain surgeries (one before the ins device was implanted and another in (B)(6) 2013). The patient stated that they will need to have an MRI of the brain once a year. It was noted that since the brain surgery the patient had been on ¿lots of prednisone which threw them into diabetes. In addition, the patient also needed an MRI of their lumbar spine because they had a protruding disc and pain in their legs. The patient initially stated that this issue wasn¿t related to the ins device but later noted that they ¿hoped it¿s not related to the device¿. Follow up information received on (B)(6) 2014 reported that the manufacturer¿s representative could not remember the patient and their issues. It was also noted that they might have reprogrammed the patient although most of the programming had shifted to the pa at the patient¿s healthcare professional¿s (hcp) office which had been doing it for ¿a while¿. The representative was unaware of any patient that had a protruding disc problem. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v872521, implanted: (B)(6) 2012, product type: lead. Product ID: neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).